Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor decided to use a 6fr angio-seal evolution after the procedure. During the introducer exchange, it was difficult to enter the angio-seal introducer sheath. It would not advance. The doctor decided to predilate with 6fr and 7fr dilators, and it still would not advance. The arteriotomy locator, sheath and wire were twisted, so the device was not used. They decided to open another angio-seal kit and worked without complications. The patient condition was ok. There were no other devices or equipment being used with the reported product. Additional information was received 06nov2019. The procedure performed was a diagnostic cerebral pan angiography. A terumo 5fr introducer sheath was used. The patient's skin was thick and hard, but the sheath worked well. A pre-deployment angiogram was performed and showed femoral common artery puncture. The result of the procedure was severe stenosis of the basilar artery. The patient was hemodynamically stable during and after the procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, and to provide the completed investigation results. One 6fr angio-seal evolution was returned for product evaluation. A severed carrier tube and hemostasis sheath were returned for analysis. Visual inspection revealed that the hemostasis sheath and evolution device were found to be unmated upon receipt and the carrier tube had been severed. The button was determined partially hard. A portion of the tamping tube was visible inside the severed carrier tube. No suture, collagen, and anchor were returned. The deployment of the sleeve of the device was in full forward lock position. A right latch of the sleeve was damaged/deformed, and it pushed out. The bypass tube was still connected to the hemostatic valve. There were no structural anomalies noted with hemostasis sheath and hub. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.